Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 60mg/dl. The customer states their elvels have been in the 500mg/dl to 600mg/dl range. The customer states they treated low with juice. The customer declined to troubleshoot and states they would be contacting their healthcare provider. The customer was advised to call back if issues persist.